Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. The 5.0 cm aus cuff was explanted, and a new 4.5 cm aus cuff was implanted. There were no further patient complications.